Manufacturer narrative:
The exact age of the patient is unknown, however, it was reported the patient was over 18 years. The event date was approximated to (B)(6) 2019, the date the complaint was first reported to bsc, as no event date was reported. The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. (B)(4). The complainant indicated that the device is implanted and will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that an obtryx ii system - halo was implanted during a midureteral transobturator sling procedure performed. According to the complainant, 3 years post procedure, the patient presented to the physician's office with mesh exposure. Reportedly, the physician sent the patient to her urologist.